Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the outer sheath of the device split. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the outer sheath of the device split. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the distal end of the clear outer sheath/sidecar was pushed back for a length of 3 millimeters. The proximal end of the sidecar was found to be torn slightly. The clear outer sheath was found to be stretched and discolored at 21 to 29 centimeters from the distal end of the coil, most likely due to being stretched. There appeared to be contrast residue built up between the clear outer sheath and coil. A piece of plastic (piece of syringe) was stuck in the t-fitting port. A functional evaluation found that the basket of the device was difficult to extend. After the basket was extended, residue was found to be present on the basket wires. The condition of the returned unit was consistent with the complaint incident that the device split. During the evaluation the sidecar and clear outer sheath were found to be pushed back from the distal end of the coil. The clear outer sheath was also found to be stretched and discolored most likely due to stretching. It appears that the device met resistance when it was being placed inside the scope causing the sidecar and clear outer sheath to push back. It also appears that the resistance might have been met when an attempt was made to remove the device from the scope causing it to stretch. Therefore, the most probable root cause is operational context. (B)(4).

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)